Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose over the weekend blood glucose 450 mg/dl, friday blood glucose 395 mg/dl. The customer was assisted with troubleshooting. The customer was noticed that the insulin pump was damaged from the retainer ring issue was the one to blame for high blood glucose events. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.